Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges being at the hospital for some time where she experiences a lot of vomiting. The device was returned and software was upgraded, error log was cleared. No other device problem was found. Three attempts to have further information from the reporter were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
During evaluation of the device, it was observed that the device pressure was set at 4.0.

Manufacturer narrative:
A report was previously filed for ra 313111533 (pr- 3972170), but the ra was deemed to be duplicate later on. Therefore, this correction follow up is being filed so that the previous MDR 2518422-2023-27300 can be ignored.